Event description:
It was reported that balloon rupture occurred. A 4x4 mustang balloon catheter was advanced for pre-dilation. However, during inflation, after reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Updated the following fields: e3: occupation: corrected from other health care professional to physician.

Event description:
It was reported that balloon rupture occurred. A 4x4 mustang balloon catheter was advanced for pre-dilation. However, during inflation, after reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. Furthermore, the balloon burst during the second inflation at 16 atmospheres for 30seconds. The patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. A 4x4 mustang balloon catheter was advanced for pre-dilation. However, during inflation, after reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. Furthermore, the balloon burst during the second inflation at 16 atmospheres for 30seconds. The patient condition was good pot-procedure.

Manufacturer narrative:
Updated the following fields: b5: describe event or problems, d4. Model number, d4. Lot number, d4: catalog number, d4. Expiration date, d4. Unique identifier (UDI) #, e1: initial reporter title, and h4: device manufacture date. E3: occupation: corrected from other health care professional to physician. Device evaluated by MFR.: mustang 4.0 x 40, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal edge of the proximal markerband and extending approximately 42mm distally across the balloon. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.